Event description:
The customer reported the device would not transition from ac to dc power. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement reported.